Event description:
The biomedical engineer (bme) reported that this gz transmitter gave no low battery alarm, despite trying multiple batteries that were known to be working. This occurred on (B)(6) 2025 at 5:15am local time. There was no patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that this gz transmitter gave no low battery alarm, despite trying multiple batteries that were known to be working. He was able to replicate the issue himself. This occurred on (B)(6) 2025 at 5:15am local time. They were using procell brand batteries which are recommended for use by nkc. There was no patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that this gz transmitter did not give a "low battery" alarm, despite using depleted, recommended procell batteries. He was able to replicate the issue himself. This occurred on (B)(6) 2025 at 5:15am local time. No patient harm was reported. Investigation summary: the complaint device was returned to nk for evaluation and exchange. Upon evaluation, the returned device was cleaned, decontaminated, and thoroughly tested with various ECG leads and spo2 simulations. The device passed all functional and battery performance tests. As the reported issue could not be duplicated, no root cause could be determined. Nk's tech support processed a warranty exchange and shipped a replacement unit (sn: (B)(6) to the customer. Nk will continue to trend and monitor the reported issue. Additional information: b4 date of this report. D9 device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that this gz transmitter did not give a "low battery" alarm, despite using depleted, recommended procell batteries. This occurred on (B)(6) 2025 at 5:15am local time. No patient harm was reported.